Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. During the procedure, wire access was lost in the groin, resulting in a femoral hemorrhage. Attempts to sidebite the aorta were unsuccessful due to difficulty with cannula placement. The aorta was subsequently re-cannulated at a higher location, the heart was re-arrested and cross-clamped, and a graft was sewn in place. An impella 5.5 was then inserted using a wire and catheter technique. The abiomed 0.018 wire kinked during the initial attempt, and a v18 wire was used instead. After the device was positioned in the left ventricle, an attempt was made to wean the patient from cardiopulmonary bypass. The patient subsequently expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This follow-up report is being submitted to correct an inaccurately reported medical device problem code (h6) and to provide investigation results. The originally reported code a040601 (deformation due to compressive stress) was not applicable to the device involved in this MDR. The observed deformation was attributed to the guidewire and is reported within the guidewire MDR. The incorrect code has been removed from this report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product returned. Major bleed: patient had femoral hemorrhage along aassive amount of bleeding into leg, abdomen largely distended and concern for rp bleed. Blood was noted in ett and tubing with the cause of the bleed was unable to be determined as insufficient clinical details were provided. Cardiac arrest: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Difficult to advance: the cause of difficult to advance was unable to be determined as insufficient clinical details were provided. Device history lot: device lot: 1991920 device history batch: subcomponent lot: n/a device history review: the pump sn (B)(6) passed all the post sterile inspection checks.